Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow events can be confirmed based on the submitted log file. The system controller log file contained approximately 38 hours of data, spanning from to (B)(6)2019 19:55:17 to (B)(6)2019 09:27:45, per the timestamp. The pump speed was set at 5000 rpms but was increased to 5200 on (B)(6)2019 at 09:36:57. Two low flow events were captured on (B)(6)2019 03:19:43 and 04:43:03, where the calculated average flow was captured at 2.4 lpm. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Neither of the low flow events lasted 10 seconds and low flow alarms were not triggered. Besides these events, no other unusual events were captured, and the device remained above the low speed limit of 4800 rpms for the entirety of the log file. A correlation between the reported splenic infarct and the low flow events cannot be conclusively determined. The controller periodic and lvad event and periodic log files appeared to capture the pump operating as intended. Per the vad coordinator, the patient¿s vad speed was increased due to low cardiac index seen on a tee. They were given sildenafil 20 mg tid for pulmonary hypertension and underwent a hematology consult for hypercoagulation work up. The patient was stable and was in the hospital with continued monitoring and testing. The patient remained ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The hm3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mm hg. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to abdominal pain and found to have a splenic infarct. Patient is also having low flow alarms and elevated pi events. A ramp echo was completed, the left ventricle is mildly dilated, left ventricular systolic function is severely reduced, however no thrombus was noted. Lactate dehydrogenase(ldh) is stable, but there is an increase in the plasma free hemoglobin. Inr goal increased to 2.5-3.0, and is being bridged with heparin. Patients lvad rpm(revolutions per minute) was increased on (B)(6) 2019 from 5000 to 5200 due to low cl transesophageal echocardiography. Patient also given sildenafil 20 mg, three times a day for pulmonary hypertension. Heme consultation for hypercoagulation work up. Patient is stable in the hospital. No further information provided.